Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer had high blood glucose of the 400 mg/dl and 500 mg/dl. The customer was not feeling okay extremely tired, but just a high blood glucose. The customer treated high blood glucose with bolus through the insulin pump and shot. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The customer stated that, she had to change the complete set due to high blood glucose, without any alert or alarm. Customer reported that, they did receive a calibration error and change sensor alert. The customer is not willing to troubleshot the high blood glucose due to past event and she said that pump is working fine right now. The device will not be returned for analysis.